Manufacturer narrative:
Updated fields - b4, d9 return to manufacture date, e1 event site mail, g3, g6, h2, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11 corrected field: e1 initial reporter name and event site address, , h4 (manufacturing date should be left blank). A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the drive manifold assembly was defective and was replaced drive manifold assembly . The unit passed all functional and safety tests then returned unit back to customer. The failure analysis and testing dept. Received with a reported unit failure of the leak test. The fat performed a visual inspection and found the part to be in good condition. The fat installed the manifold in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual part fails the drive leak test with a vacuum leak differential pressure of 27mmhg.

Event description:
It was reported that a cardiosave intra-aortic balloon pump (iabp) had failed leak test. No patient was involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.